Manufacturer narrative:
Submit date: 2018-01-22. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found that the unit had a partial display.

Manufacturer narrative:
Submit date: 2018-01-23 based on additional information from the service center, this event was reassessed and deemed not reportable based on the screen being partially blank due to contamination, not a malfunction. No additional information will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the battery is outdated, gearbox is worn and lcd is bad. Upon triage on (B)(6) 2017 the service tech found that the unit had a partial display.